Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report (B)(4) reported: procedure - revision of total knee replacement with stemmed femoral and tibial components. Issue - removed former implant, surgeon reported concern of observed debonding of tibial component from the cement with associated polyethylene wear type cysts in both the tibia and the femur.